Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion with moderate calcification in the superior femoral artery. A 6.0 x 40 mm absolute pro self-expanding stent system (sess) became stuck and could not advance over the non-abbott guide wire. The stent was not deployed. The sess and non-abbott guide wire were removed as a single unit. Another unspecified guide wire and absolute pro stent were used without any issue to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance and remove was confirmed with additional observations as noted. There was damage to the sheath and cracks on the outer member which were likely due to handling during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that operation context is the likely cause for the reported difficulties. It is likely that clearance between the inner diameter of the absolute pro guide wire lumen and outer diameter of the guide wire became reduced resulting in the devices becoming frozen together with further movement, causing damage to the outer member as a result of the removal from the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.